Event description:
The caller reported that the insulin gauge on the pump was displaying an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. Initially, the caller declined to take any immediate corrective action but later called back for further troubleshooting. The discrepancy in the insulin gauge was confirmed and involved differences greater than 30 units. The caller resolved the issue by loading a new cartridge and followed instructions to avoid overfilling. Technical support provided guidance on filling and loading the cartridge, leading to the resolution of the issue.